Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance and failure to sense. Also, the physician suspected there was damage to the helix. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance, suspected damaged helix and sensing decreased were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The helix extension length was measured and it's indicated that its within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies.